Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. Co was abe to review of the lot history of the subject product and it was acceptable per release criteria.

Event description:
Dr. Reported that implant failed to integrate. Pt is reportedly fine.